Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The actual sample(s) involved in the complaint event was received for evaluation. The manufacturing site received one unpackaged syringe sample with this customer report. The syringe sample was received with a pharmedium cap attached to the syringe luer and a hydromorphone hci label attached to the syringe barrel. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. A crack was identified in the syringe barrel wall. The crack was approximately 3.875 in length, starting at the barrel shoulder to approximately the 53 ml graduation line. An inflection point was observed in the barrel wall crack at approximately the 9 ml graduation line location. The initiation of a second fracture was visible at the inflection point of the crack in the syringe barrel wall. Microscopic inspection of the inflection point in the syringe barrel crack did not identify any visible contaminations, which could potentially initiate the crack in the syringe barrel wall. The fracture of the plastic in the second fracture was visible. No visible marks were observed on the exterior of the syringe barrel to indicate a syringe assembly process product component jam. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Potential contributing factors to a damage syringe barrel include, but are not limited to: - an excessive compressive force on the exterior of the syringe barrel, either by impact or a gripping mechanism. The following control mechanisms are in place to prevent the occurrence and acceptance of damaged components during the syringe assembly and packaging processes: covidien maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. Medtronic maintains material verification processes. The resin must pass an inspection and certification review before release to the manufacturing floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Training is conducted in the proper method for clearing and discarding jammed or damaged components from the manufacturing equipment. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Molding tools are periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. The syringe printing, assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. Sensors monitor component presence throughout the assembly and packaging process to ensure proper assembly. The machine is programmed to stop when product jams are detected. Periodic checks are conducted to ensure detection sensors are operating properly. The assembly equipment is periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. The 60 ml syringe assembly does not use a compressive gripper to manage material movement of the syringe barrel through the syringe assembly process. Visual inspections and physical tests are conducted at prescribed intervals throughout the manufacture of the finished product lot. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien for (B)(6) 2016 that a customer had an issue with a syringe. The customer states there is a long crack down the side of the barrel, approximately 3.75 inches long.